Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering review of the product, and an evaluation of the returned device. A needle was loaded onto the device, but fell out consistently prior to toggling. Visual and functional testing of the returned sample confirmed the product met/did not meet quality release specifications that were tested regarding the reported conditions due to the insufficient crimp. Based on these observations, the reported condition was confirmed. This condition has been brought to the attention of the appropriate personnel. A corrective action has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened. (B)(4). This complaint was reassessed during the authorship and although there was no patient harm, determined to be a malfunction based on the determination of root cause.

Event description:
According to the reporter: during a gastroplasty, the needle changing system broke. No injury reported. No permanent damage. No adverse events were reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two sils* stitch articulating suturing devices. Functionally, the needle was loaded into the devices, but fell out consistently during toggling. It was noted that one of the blades on the devices did not retract during loading. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. The blade was not activating correctly due to improperly formed crimps. Proper blade activation is necessary for loading and toggling of the needle in the device. A process improvement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.